Event description:
Caller reported an error with their continuous glucose monitor, specifically error 42. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and after doing so, the error did not occur again. The caller successfully started a new sensor session.